Event description:
A zoll pt service rep (psr) called zoll customer support to report that a (B)(6) male pt's monitor would not power up. The pt was issued a replacement monitor.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (won't power up) has been confirmed. Upon evaluation the monitor was drawing excessive current and failed to power up. The excessive current draw was caused by a thermally damaged c9 capacitor on the c/a board. The root cause for the thermal damage could not be positively identified. No adverse event resulted from the damaged c9 capacitor. The pt received a replacement monitor.